Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the delivery system was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that there were issues experienced during removal of this delivery system. As reported, the patient's annulus was sized and a 25 mm bioprosthetic aortic heart valve was chosen. Sutures were placed and the valve was lowered into position. Upon removing the delivery system, it was found that the valve delivery system had resulted in a laceration where the anterior leaflet of the mitral valve joined the aortic annulus. The valve and sutures were removed, the anterior mitral leaflet was reconnected to the aortic annulus with sutures, and a 21mm pericardial bioprosthesis was used in replacement. Excellent seating of the valve was noted with normal movement of the leaflets. Transesophageal echocardiogram revealed a normal functioning prosthetic aortic valve with no paravalvular leak. Mitral valve insufficiency remained mild to moderate as it was noted to be preoperatively. The patient tolerated the procedure well without complication and was transferred to the intensive care unit in stable condition.

Manufacturer narrative:
Corrected to december 22, 2016.